Event description:
Customer reported meter results of 340 mg/dl, 125 mg/dl, and 148 mg/dl within 10 minutes on the advantage system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. Meter and strips discarded by customer, replacement was sent.